Manufacturer narrative:
One battery pca was returned for failure analysis. The reported problem was verified / duplicated during lab tests. The failure was located to physical damage to j1 pins 5 and 6; also, j2 pins 7 and 8 are broken off / damaged.

Event description:
It was reported that the pins on the battery pca were broken. There was no reported patient or user involvement and no adverse patient/user impact.